Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent exit block and oversensing were noted after a device change out procedure. A new procedure was performed in the same day to the secure the lead in the device header. The pacemaker dependent patient was discharged post procedure and will be monitored remotely.